Manufacturer narrative:
Eval: a cartridge and injector lot number search was performed for similar complaints within the search. There were two similar complaints for the injector and three similar complaints for the cartridge.

Event description:
The reporter stated that the surgeon was using a competitor's lens with a aq cartridge and the haptic broke during insertion into pt's eye. The lens was removed and replaced with another same model lens with no incision enlargement or sutures. The reporter stated that the likely cause of the lens tear was due to a loading error and the cartridge. No pt injury.